Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected low reservoir warning anomalies noted. Insulin pump was received with minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer received a low reservoir warning and was unable to clear it. Customer's blood glucose level was 156 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.